Manufacturer narrative:
Two un-sealed samples and 2 sealed samples, part number 8562010, from lot number 0208592601 were received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] on the 2 opened samples. Per instructions for use, the 2 opened samples were tested in an "as received condition" without moving the switch (both were set at the 2ma setting). Both would light indicating current delivery. Both opened samples were functionally tested in all positions while manipulating the switch and tip within the positions and the 0.5ma position on both was intermittent. The opened samples were electrically tested per the xpi (xomed product instructions): position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and measures 0.50ma and intermittence while manipulating the switch. Position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.02ma / 0.75ma. Position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 1.98ma / 1.46ma. The unopened samples were tested electrically with no out of specification condition or intermittent behavior while manipulating the switch and tip: position 0.5ma requirement is 0.5ma +/- 0.1ma (0.4ma - 0.6ma), and both measure 0.50ma. Position 1.0ma requirement is 1.0ma +/- 0.2ma (0.8ma - 1.2ma), and measures 1.01ma / 0.97ma. Position 2.0ma requirement is 2.0ma +/- 0.4ma (1.6ma - 2.4ma), and measures 1.98ma / 1.97ma. The lower readings on the 1 opened sample was likely due to shipping the device with the probe touching the tip. With no fault found on the unopened samples, the intermittent behavior on both open samples in the 0.5ma position is likely the result of procedural or operational factors. The complaint was confirmed for the alleged malfunction. Based on the available evidence and information, the most likely underlying cause is consistent with, operational context.

Event description:
It was reported that the device was failing sporadically. The doctor can see and touch the nerve, the vari-stim light was on, but the nerve is not responding. Another vari-stim unit was opened and used successfully. There was a minimal delay to get another unit and there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.